Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 436 mg/dl with symptoms of blurred vision. The alleged blood glucose excursion does not meet criteria for a serious injury. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were frequent occlusion alarms. The reporter was able to replace the cartridge and the pump was functioning properly after that. This complaint is being reported based on the allegation of an occlusion alarm with the cartridge.